Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 526mg/dl which was treated with insulin shot. Customer¿s current blood glucose was 405mg/dl. Customer reports insulin exited at the quick release. Customer also reported that insulin pump alarmed for power error detected. Customer performed troubleshoot for power error detected. Customer stated that internal power source in the pump is unable to charge and notification light did not immediately stop flashing. Customer also stated that last week the battery was getting low and all of a sudden there was no power to it, replaced battery and it was dead the next day and she has been having to change her batteries every 4-5 days. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device trace download analysis confirmed the device alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.